Event description:
During initial implant procedure, failure to capture and variable sensing were observed when implanted the right atrial (ra) lead. A new ra lead was selected and successfully implanted to resolve the event. The patient was stable.